Event description:
Philips received a complaint on the philips efficia dfm100 defibrillator monitor indicating that the device's socket was defective. There was no report of patient or user impact. Available details indicate that the device's therapy port was defective. Details provided in an update from the source case indicate that the distributor replaced the device's dfm100 assy therapy receptacle and the device was successfully returned to service. Based on the information available, the cause of the reported problem was a component failure. The faulty component was replaced and the device was returned to service. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.